Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received information in service report, the replacement of the pressure transducer printed circuit boards (pcbs) solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The defective parts have been requested for further investigation but have not yet been received. The device's logs have not yet been provided for further analysis. The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).